Event description:
Reported by the customer as: "infusion is off." Moog clinical nurse spoke with the customer and it was determined that the remaining dose was not correctly recorded during a shift change, so the amount of under infusion is not clear. Patient injury? No.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a visual inspection of the device revealed damage to the platen/door and rear case, indicating that it has been dropped. Conclusions: the device was dropped, which damage directly caused the under infusion.